Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm while changing the reservoir. Customer's blood glucose was 97 mg/dl. The customer stated the drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, and a missing end cap sticker.